Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection procedure, the device could not be fired. Although the handle was exchanged, the same event occurred. The procedure was completed with another device. There was no patient injury.